Event description:
Discordant sodium results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were rerun on alternate instruments, and the rerun results were reported to the physician(s). The customer then ran precision tests on patient samples on the dimension vista 500, and one precision test result did not match the other results. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) module and the peristaltic pump tubing. The fse performed pressure tests, ran a dilution check, which resulted well. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.